Event description:
It is reported that the needle is separating from device with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: customer stated she received an email from her customer stating that the needles keep falling out of the blood collection set. She said that the customer stated this is happening to at least 10 in every box..

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka/fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It is reported that the needle is separating from device with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: customer stated she received an email from her customer stating that the needles keep falling out of the blood collection set. She said that the customer stated this is happening to at least 10 in every box.